Event description:
Customer states during use on a pt a nurse found the cuff could not be deflated. The customer confirmed that reintubation/recannulation of a replacement tube was required.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis but has yet to be received.